Event description:
The biomedical engineer (bme) reported that the recently had a go live with a new central nurse's station (cns), all other devices seem to be functioning just fine. This cns continuously reboots itself, but then will come back up and successfully launch the software. Then, once the cns has been running again it will reboot. This issue happened once earlier in the day. As the day went on, the cns was rebooting more frequently. Each time the cns reboots, the cns will beep 3 times. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the recently had a go live with a new central nurse's station (cns), all other devices seem to be functioning just fine. This cns continuously reboots itself, but then will come back up and successfully launch the software. Then, once the cns has been running again it will reboot. This issue happened once earlier in the day. As the day went on, the cns was rebooting more frequently. Each time the cns reboots, the cns will beep 3 times. No patient harm was reported. Investigation conclusion: the reported issue could not be duplicated. Upon evaluation from repair center, the unit booted up properly and monitored the bedside unit without any issues. The unit was tested for several days without any issues. Repair center found both hdds to be toshiba. They replaced the hdds and re-imaged them. A definitive root cause could not be determined but based on the available information, the most probable root cause was potentially caused by improperly seated network cable. An overview of the other potential startup related issues is listed below: startup and bootup errors, including "network service disconnected" and "monitor network service disconnect," may arise from issues with the ups (uninterruptible power supply) including damage to the cord, device, or area surrounding the ups plug, malfunction of the hdd components which may cause freezing at the bios or registration screen, issues with proper software registrations, malfunction of the wall ports, and improper seating of connection cables. Other issues that are known to cause freezing or startup errors are changing the font size in the settings menu, sudden shutdowns (power loss), faulty network switches, overheating (e.g., fans clogged with foreign material such as dust or debris or wear and tear resulting in the fan not operating as intended), and duplicate ip addresses. "Bootlooping" or continuous restarts of the cns may be caused by device driver issues, screen resolution errors, windows update issues or corrupt registry entries. Users with startup screens which are blue or black should restart the machine in safe mode to resolve issues. A black screen may indicate corruption of the disk guid partition table, while a blue screen may indicate a lack of free space in the system, memory problems, and hard drive faults. To ensure correct device function, users should ensure that devices are connected to power supplies. In the event of failure of uninterruptible power supply, users should verify devices are connected to alternate power sources. For connected devices that are incorrectly seated or connected to the data acquisition unit or other input unit, users may receive an "input unit failure" message. Users should re-seat the input unit and reinstate monitoring. Device history: a serial number review of the reported device (model: pu-681ra, serial number (B)(6)) does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints.

Manufacturer narrative:
The biomedical engineer (bme) reported that the recently had a go live with a new central nurse's station (cns), all other devices seem to be functioning just fine. This cns continuously reboots itself, but then will come back up and successfully launch the software. Then, once the cns has been running again it will reboot. This issue happened once earlier in the day. As the day went on, the cns was rebooting more frequently. Each time the cns reboots, the cns will beep 3 times. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided.

Event description:
The biomedical engineer (bme) reported that the recently had a go live with a new central nurse's station (cns), all other devices seem to be functioning just fine. This cns continuously reboots itself, but then will come back up and successfully launch the software. Then, once the cns has been running again it will reboot. This issue happened once earlier in the day. As the day went on, the cns was rebooting more frequently. Each time the cns reboots, the cns will beep 3 times. No patient harm was reported.